Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer received a power source alert while using the tandem-provided wall charging adapter and charging cable. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter and charging cable. There was no adverse impact to the customer's blood glucose level.